Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/ tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product endotracheal tube size 3.0 mm. Customer complaining: "leak on pilot balloon". Sales called stating the pilot balloon was leaking and when removed the pilot balloon re-inflated. (B)(4) spoke with (B)(6) who said the pilot balloon had positive pressure on the manometers, it then leaked and the pilot balloon deflated the microcuff. They extubated the patient when the cuff did not hold air. Patient is fine. No patient injury or medical intervention. Pediatric cardiac patient was initially intubated in the picu.